Event description:
Reporter indicated that the site's dell handheld computer was not working properly. It was reported that the battery could not be charged.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.